Manufacturer narrative:
The suspect device has been returned to olympus. The physical device evaluation has been completed. The device evaluation found the following: the light guide lens was dirty, there was low angulation, the bending cover section adhesive had visible threads and due to wear of the angle wire, the play of the "up/down" knob was out of standard. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did confirm that there were no deviations or deficiencies concerning the reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility's findings. The customer did not provide the specific steps taken during the cds process. The device was not used for a procedure between the date the sample was collected and the date the results were obtained. After confirming a positive microbiological test result, the device was quarantined. No additional reprocessing was performed prior to microbiological testing. The device was last processed on (B)(6) 2023, and the sample collection site was cultured from the flushing channel. The device was stored at 30 degrees celsius. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that a water sample from the flushing channel of the colonovideoscope tested positive for greater than 100 colony forming units (cfus) of an unexpected contamination. The issue was found during routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.